Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after having been closed, the temporary lids on 25 bd¿ sharps collectors 8 qt multi-use nestable were found opened in one box.

Manufacturer narrative:
H.6. Investigation summary: DHR- according to the DHR review process; the result showed there were no issues reported like lid will not shut during the manufacturing process of the lot number reported under this customer complaint. According to this investigation this failure mode is already known since previous complaints were received for the same condition throughout 2017 reason why a CAPA record # ca-rj001797 was opened to perform the investigation and to implement corrective actions. The lot number reported in this complaint, it was confirmed as manufactured before of corrective action implementation which was fully implemented for batches manufactured from 2018 on forward, in accordance to customer complaint records there are no complaints received from batches manufactured after corrective action. Root cause: slot reference dimension was found greater (loose) than drawing specification. Corrective actions: 1. Align steel as per drawing requirement. 2. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion: based on this investigation this failure mode was caused due worn out on the mold, a corrective action was implemented, and no issues were observed during the effectiveness verification phase. The lot number reported under this complaint was confirmed as manufactured prior to corrective action implementation ca-rj001797 for this reason no additional actions are required. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that after having been closed, the temporary lids on 25 bd¿ sharps collectors 8 qt multi-use nestable were found opened in one box.